Manufacturer narrative:
Additional information provided. The 25 gauge illuminated flex curved laser probe was received and a visual evaluation determined that there was excess adhesive residue on the cannula tip. The reported event was replicated, as the sample could not be inserted into 25 gauge trocar cannula. The 25 gauge illuminated flex curved laser probe was manufactured on november 9, 2017. There were (B)(4) associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe cannula tip. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the laser probe would not fit through the trocar cannula. The probe was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
Additional information provided. The 25 gauge illuminated flex curved laser probe was manufactured on november 9, 2017. There were 1098 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).